Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, successfully completed reset without error recurring, and then successfully started new sensor session.